Manufacturer narrative:
Correction, d4: the initial MDR was submitted with product code rpc4466 and UDI (B)(4), however the correct product code is spc4466 and the correct UDI is (B)(4).

Manufacturer narrative:
Additional information: h11. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The direction insert gives detailed instruction on the connection of the minicap to the pd transfer set and the importance of using aseptic techniques. The product is intended for single use only. Reuse or reprocessing of a single use device may lead to contamination and compromised device function or structural integrity. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "reusing their minicaps". It was further reported that the patient did not receive the minicaps with the last order. The patient was hospitalized for the peritonitis event. The treatment was not reported. Action taken with pd therapy was not reported. It was reported that the patent was to be "admitted tlll on (B)(6) 2026". Patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.